Event description:
Same case as MDR# 6000093-2007-01123. It was reported that during a coronary drug eluting stenting treatment procedure, balloon rupture and partial deployment occurred. The lesion was located in the right coronary artery (rca). It was heavily calcified and highly tortuous. The physician successfully implanted a 2.50x24mm taxus express2 drug eluting stent and a 2.75 x 32mm taxus express2 drug eluting stent in the rca. Then the physician attempted to deliver a 3.00x20mm taxus express2 stent, but the balloon ruptured. It was not deployed and it was removed. Then the physician attempted to deliver another 3.00x20mm taxus stent to the rca, but the balloon ruptured at 14 atms and the stent only partially deployed. The part of the stent closest to the ostium did not deploy. The balloon partially filled with contrast and would not fully deploy the stent. The physician used a new wire and balloon of unk type and size to fully deploy the stent. All of the implanted stents were fully deployed and well apposed at the end of the procedure. The pt condition is listed as okay. There was no further info available.